Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due diabetic ketoacidosis and elevated blood glucose levels. Customer was treated through intravenous insulin, and released from the hosp on 3/15/2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.